Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator and lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 6, 2010. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator and lamp were received for evaluation. A visual assessment of the returned samples revealed no obvious nonconformities. The returned lamp was installed into a calibrated system and tested. There was no system message upon boot-up and lumen output met specification. The returned tt illuminator was installed into a calibrated system and no system message displayed during boot-up. Functional testing was then performed and revealed low lumen output in both ports. The returned tt illuminator was then disassembled to inspect for any nonconformity. Two cracked aspheric collimating lenses were found in both ports of the optics module. A cracked will produce low illumination. The root cause of the reported event can be attributed to cracked aspheric collimating lenses. How or when the lenses became cracked cannot be determined conclusively. An internal investigation was been opened to address the issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A biomedical engineer reported that the tabletop and auxilliary lamp did not work during a vitrectomy surgery. The staff used the lower lamp to complete the procedure. There was no harm to the patient.